Event description:
Reusable laparoscopic cholecystectomy instrument noted to be faulty during surgical procedure. There was fraying insulation and had a poor fitting cord to instrument (taped together with steri-strips). Action: they have ordered replacement product. The faulty instrument was pulled from svc and sent to a repair co.